Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The jaws opened and closed normally using the handle. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's reported condition. All seal cycles completed satisfactorily. The device was activated while pressing different areas of the button to detect any problematic activation issues. All seal cycles were completed satisfactorily and endtones were heard, indicating completed seal cycles. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
New/additional info: sealing required longer cycles than usual to seal.

Event description:
The customer reported that during a laparoscopic hysterectomy, the device heated but did not seal the uterine arteries. It is not currently known if a regrasp alarm sounded or if an end tone (indicating a completed seal cycle) was heard. Although there was no unanticipated bleeding, the procedure was converted from a laparoscopic to a transvaginal hysterectomy.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.